Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high out of range impedances greater than 2000 ohms, noise and oversensing. It is not indicated if any intervention was taken.